Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The submitted log file contained events and data from 04jun2023 through 12jun2023. No notable events or alarms associated with the pump were captured. The pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on hmii lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU lists sepsis, hemolysis, bleeding, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also provides information regarding the recommended anticoagulation therapy and international normalized ration (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Although only sepsis was reported by the account, the IFU list infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system, as well as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Computed tomography (CT) scans were taken of the patient's head and neck were taken on(B)(6) . Follow up cts were taken on (B)(6)2023,(B)(6), (B)(6) 2023, and (B)(6)2023. The patient's anticoagulation was reversed. The hemorrhage stabilized and resolved per a CT taken on (B)(6) completed outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for suspected sepsis. Upon admission, the patient was having lower than normal flows and their lactate dehydrogenase (ldh) peaked at 930 before decreasing to 681. The patient was on dobutamine and heparin. The log file captured a no external power event on (B)(6) 2023 due to simultaneous power lead disconnects while the patient was switching power sources. The pump parameters trending showed power/flow trending downward with pi trending upward. It was later communicated that the source of the infection was unknown. The patient had symptoms of high fevers and altered mental status upon admission. The patient was treated with broad intravenous antibiotics. It was reported that low-grade fevers still persisted occasionally. Repeat cultures were ordered and the plan of care was to monitor the patient. The patient's hemolysis was noted to be possibly sepsis related. A lumbar puncture was performed and had inconclusive results. The patient was reported to have improved but still elevated ldh. The patient was put back on anticoagulation after having a hemorrhagic stroke during the hospital stay.